Manufacturer narrative:
FDA MDR report required based on the reporting precedence established for this product family for 'distal needle breakages'; regardless of patient outcome. This echo-hd-19-a device was received without the style in place and the needle fully retracted into the sheath. The broken part of the needle was returned separate to the device. It was confirmed to be the distal tip end. The needle piece measured approx. 35mm in length and was noted to have a slight bend approx. 15mm from the distal tip. The needle tip was examined under the microscope and the distal needle tip was confirmed to be intact and no damage was noted. The sheath of the needle was examined and a severe kink was visible below the sheath extender, when the sheath extender was positioned at reference mark 5. The sheath tip was examined under the microscope and no damage was noted. The needle could not be advanced from the sheath. To further evaluate the resistance during needle advancement the handle of the device was dismantled and the needle was removed from the device. It was confirmed that no part of the needle was missing. The breakage points were examined and it was confirmed to be a clean break. The customer complaint was confirmed as the needle of the returned device was confirmed to be broken approx. 35mm from the distal tip. A possible cause of the needle breakage in this incident may be due to the individual patient's anatomy if the lesion being punctured was a hard lesion requiring a particularly forceful advancement of the needle. It is also possible that the needle was damaged due to product handling when advancing/removing the device from the endoscope or during use. The kinking below the sheath extender most likely occurred due to product handling when removing the device from the packaging or handling of the device while attached to the endoscope. If the handle of the echo device is not appropriately handled it is possible for the sheath to become bent/kinked due to the weight of the handle. As limited complaint information was provided and the conditions of use cannot be replicated during the laboratory evaluation it is not possible to conclusively determine the root cause of this complaint. Prior to distribution, all echo devices are subjected to functional checks and 100 percent visual inspection to ensure integrity of the product. A review of the manufacturing records for lot # c981227 revealed no issues which could have contributed to this complaint report. The notes section of the instructions for use ifu0050-1 instructs the user prior to use to "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." No part of the needle remained in the patient. The endoscope was removed from the patient with the needle piece still in it. The nurse noted while washing the endoscope that the needle piece was blocked in the end of scope working channel and retrieved it without damage. No adverse effects to the patient have been reported as occurring. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Echo device was being used during a rendez-vous technique trying to puncture the bile duct. The bile duct was punctured via the bulb without a problem and the stylet was removed. A boston jagsure was used to cannulate the bile duct to the papilla (classic rendez vous technique). The needle was removed and it was noted that the end of the needle was broken approx 3 cm from the tip. Procedure was aborted and percutaneous procedure was carried out instead. The endoscope was removed from the patient with the needle piece still in it. The nurse noted while washing the endoscope that the needle piece was blocked in the end of scope working channel and retrieved it without damage. No adverse effects to the patient have been reported as occurring.